Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 49mm abdominal aortic aneurysm. It was reported when the patient returned for follow-up a CT performed five months later, revealed aneurysm enlargement with an unknown endoleak. It was then reported the endoleak is believed to be a type ia. It was confirmed intervention was performed to treat the type ia endoleak and 6 endoanchors were implanted. It was reported that the endoleak improved but was still present at the end of the procedure. The patient is for follow-up CT in six months. As per the physician the cause of the event is anatomy and it was reported that a severe angulated neck may have contributed to the issue. No additional clinical sequelae were provided and the patient will be monitored.